Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during device change-out procedure, high threshold and low impedance was observed on both atrial and ventricular leads. Leads were normal when tested through psa. There was also visible damage to the insulation of atrial lead near the pocket. Atrial lead was explanted and replaced. All the measurements were stable and in range with the new device and new atrial lead. The patient did not experience any symptoms.